Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. H3 other text : see section h.10.

Event description:
It was reported that during use of the insyte gn 18ga x 1.16in when pulling the catheter out part of the catheter sheared into the patient's leg and was unable to be removed. An xrays was taken of patient's leg and lungs, unable to remove piece surgically as it had already entered the patient's (a great dane) lung tissue. It is expected to scar over and have none to minimal impact on the patient. The following information was provided by the initial reporter: material no.: 381244, batch no.: 8110303. It was reported after pulling out the catheter part of the catheter sheared into the patient's leg and was unable to be removed.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the insyte gn 18ga x 1.16in when pulling the catheter out part of the catheter sheared into the patient's leg and was unable to be removed. An xrays was taken of patient's leg and lungs, unable to remove piece surgically as it had already entered the patient's (a great dane) lung tissue. It is expected to scar over and have none to minimal impact on the patient. The following information was provided by the initial reporter: material no.: 381244, batch no.: 8110303. It was reported after pulling out the catheter part of the catheter sheared into the patient's leg and was unable to be removed.